Event description:
A site biomed representative reported that, while in an ent procedure, the surgeon alleged an inaccuracy. It was noted that when navigating, the instrument tracked at a 90 degree angle, when navigating left to right, the system showed tracking up and down. The procedure was completed with no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system was checked for accuracy and no issues were found. The reported event could not be duplicated by onsite medtronic personnel.

Manufacturer narrative:
No patient information provided per s.r., site coordinator, patient demographics are based on ssn and va will not permit dissemination. No files have been returned to manufacturer for further evaluation.

Manufacturer narrative:
A medtronic representative reported that the site had successful subsequent cases since the reported incident. The software investigation found that with no further issues reported the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.